Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 600 mg/dl at the time of incident and current blood glucose 440 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as dry mouth, thirsty and frequent urination. Customer treated with insulin pump and manual injection. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer was able to passed the displacement test. The insulin pump will be returned for analysis.